Event description:
It was reported that during an unk procedure, the clips were falling out of the device and not forming correctly. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.